Event description:
It was reported that the li61se lens was inserted into the patient's eye and immediately removed as the haptic bent intraoperatively. The incision was enlarged to remove the lens and another iol of the same model was successfully implanted. Sutures were necessary to close the wound. Please reference MDR#: 1119279-2011-00150.

Manufacturer narrative:
The device history record were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.